Event description:
Patient infusing tpn (total parenteral nutrition) infusion. Before morning labs, patient's central line dressing was changed. During central line change, rn noticed that tpn tubing had come disconnected from central line. Upon further investigation, tubing had broken away from attachment end (attachment end still connected to patient). Y-connector removed from patient's line and given to supervisor. No harm to patient.